Manufacturer narrative:
(B) (4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an episiotomy repair on (B) (6) 2010 and a suture was used. During the procedure, the needle broke. The needle pieces were removed from the pt during the same procedure. No adverse pt consequences were reported.